Event description:
It was reported that a patient presented to the emergency room due to pain and swelling. On (B)(6) 2022, the physician performed a pocket revision. The patient condition was stable.